Event description:
It was reported that air bubbles and gaps were present in the system between the pump and the t:lock, observed during the pumping process. There was no adverse impact to the customer's blood glucose level. The issue occurred earlier in the day and was resolved by the customer detaching the tubing from the site area and priming the tubing after receiving guidance on potential causes related to disconnection at the t:lock.